Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: vascular complications after percutaneous mitral valve repair and venous access closure using suture or closure device. (B)(4).

Event description:
This event was captured based on literature review. It was reported through a research article identifying mitraclip that may be related to the following: mitral regurgitation, cardiogenic shock, myocardial infarction, hemorrhage, additional therapy/non-surgical treatment. Details are listed in the attached article, titled vascular complications after percutaneous mitral valve repair and venous access closure using suture or closure device. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of reported part number, UDI cannot be calculated. A review of the lot history record of the complaint devices could not be performed because the products were not returned for analysis and the part/lot information for the devices was not provided. Based on the information reviewed, a definitive cause for the reported patient effects of hemorrhage, worsening mitral regurgitation, myocardial infarction, cardiogenic shock and therapy/non-surgical treatment for the patients could not be determined. The reported patient effects of hemorrhage requiring transfusion, worsening mitral regurgitation, myocardial infarction and cardiogenic shock, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.